Event description:
Stent detached from the stent delivery system (sds) while removing the product from the inner hoop. The product was inspected prior to use and appeared to be normal. The product was not used in the pt.